Event description:
It was reported that the patient presented remotely via merlin.net. The right ventricular (rv) lead had noise problems. No interventions were reported. The patient status was not reported.